Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge, refills old cartridges with insulin and uses cartridge for 5 days. Tandem technical support informed the customer that this is off label per the user guide and cartridge labeling instructions. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 369 mg/dl.